Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient indicated that her blood glucose (bg) levels were out out of control. Although it sounded like she had some other ailments, it sounded like she was alleging the pod was not working as well. She was taken to the emergency room (ER) for her high blood glucose. She was wearing the pod for 4 to 24 hours on the abdomen. She stated that at the ER she was diagnosed with corona virus to which affected her asthma and her bg levels. She was given pulmonary treatments, intravenous therapy with antibiotics, a high dose of pretnizone, which she stated was also known to affect bg levels she was given pulmonary treatments, intravenous therapy with antibiotics, a high dose of pretnizone, which she stated was also known to affect bg levels